Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Unable to prime during prime/a33 alarm test and motor error alarmed during basic occlusion test due to loose/protruded drive support disk. Cracked reservoir tube lip, minor scratches on display window and scratched case noted during visual inspection.